Event description:
The customer reported that their t:slim x2 pump battery would not charge. The charging issue led to a pump shutdown, causing customer¿s blood glucose (bg) level to be displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support identified that using a non-tandem wall adapter resolved the charging issue and informed the customer that such adapters are not recommended unless troubleshooting. A replacement tandem wall adapter was sent via two-day shipping.